Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Per (B)(4) rev. 24.0, product history reviews are required for all complaints classified as an early warning or adverse event and any complaint where investigation reveals a confirmed cause category of design, process, product, or supplier. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures. As no further investigation was able to be performed no change in harm was identified.

Event description:
On 3/9/2023, it was reported by a distributor via email that a suture from an ar-8926t knotless tightrope syndesmosis repair implant system broke while it was being reduced. A new product was used to complete the case. This was discovered during a syndesmosis procedure on (B)(6) 2023. Additional information received on 3/13/2023: this was discovered during a syndesmosis procedure. Another ar-8926t knotless tightrope syndesmosis repair implant was used to complete the case and all the broken suture was removed.